Manufacturer narrative:
(B)(4) - incision sutured, no product malfunction. Evaluation: results: visual inspection of the returned product found the optic is torn. Lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The surgeon performed an extracapsular cataract extraction. The surgeon made a wider incision to extract the cataract. The lens was inserted and removed due to posterior capsule tear. The capsule tear occurred prior to lens implantation. The surgeon routinely used five to seven sutures to close the wound. An anterior chamber lens was implanted. Reporter stated there was no product malfunction.